Event description:
It was reported that the patient cut their catheter tubing off during fill 5 of 5 of treatment and the treatment was cancelled. The patient was advised to contact their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient did not cut their catheter tubing, however the tubing was cut when the patient got up out of bed. It is not known how the tubing was cut. The cut tubing was noted when the patient stood up out of bed and noticed fluid leaking from their tubing. The patient was seen the next day in the clinic where the pdrn was able to replace the tubing and clean the area. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. Confirmed that the tubing was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that the patient cut their catheter tubing off during fill 5 of 5 of treatment and the treatment was cancelled. The patient was advised to contact their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient did not cut their catheter tubing, however the tubing was cut when the patient got up out of bed. It is not known how the tubing was cut. The cut tubing was noted when the patient stood up out of bed and noticed fluid leaking from their tubing. The patient was seen the next day in the clinic where the pdrn was able to replace the tubing and clean the area. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. Confirmed that the tubing was discarded and not available to be returned to the manufacturer for physical evaluation.